Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  starting probably within the last couple weeks or months maybe, or maybe a little past the new year the pts implant would not hold a charge in battery. Pt will charge their implant and within 2 hours the implant is completely depleted in battery. Pt will get the implant charge fully and can feel the stimulation for a little then it will go "dead" again. Pt had not adjusted their therapy intensity because their representative said once the pt found a good setting then to leave it there. Now the pt was not getting any relief since the ins battery depletes so fast, in the last week pt had not even bothered charging.